Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-june-2024, it was reported that the patient was hospitalized due to low blood glucose levels. The patient blood glucose levels at time of hospitalization were 20 mg/dl. No further information available.